Event description:
Information was received from a patient with an implantable pump for spinal pain indications. It was reported that the patient had 3 bolus per day. The patient did not have the personal therapy manager (ptm) at the time of the call. The reason for the call was the patient stated that they had the samsung ptm and it took 8-10 minutes to do a bolus and they had to charge the handset every week. The patient stated that with the last ptm that they had (8835), the batteries lasted a month and the bolus took 1 minute. The patient stated that they have had the issue since getting the new pump put in. The patients stated that they wanted to send back the samsung handset and get a 8835 device and the agent reviewed information. The patient stated that they would call back for troubleshooting/clearing data from the handset.

Manufacturer narrative:
Continuation of d10: product ID a820, serial# unknown, product type software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID a820, serial# unknown, product type: software. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the patient reported that the issue had not been resolved. They contacted their company representative and they are getting them a new ptm.